Event description:
It was reported the patient experienced increased pain. There was a probable kink at the pump site. A revision was done on (B)(6) 2012. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient, product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8591-38, lot# d20369, implanted: 2012 (B)(6), product type accessory, product ID 8540, lot# cs0831, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a volume discrepancy with the pump. The actual residual volume (arv) was greater than the expected residual volume (erv). The erv was 2.3ml; however 40ml of arv was pulled out. The patient had been complaining of not getting any relief, and the pump had been increased. This was the first refill after implant. The pump logs "looked normal" and a dye study was planned for (B)(6) 2012. A rotor study was possibly going to be planned also. Additional information was received on (B)(6) 2012 that the cause of the volume discrepancy was uncertain and the patient was to be scheduled for a catheter revision, as they were unable to aspirate with the catheter. It was unclear what the patient's status was. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.